Manufacturer narrative:
Okubo, m., nykanen, d., & benson, l. N. (2001). Outcomes of transcatheter embolization in the treatment of coronary artery fistulas. Catheterization and cardiovascular interventions, 52, 510-517. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are trapease but the catalog and lot numbers are not available. As noted in the publication by okubo et al., (2001). Outcomes of transcatheter embolization in the treatment of coronary artery fistulas. Catheterization and cardiovascular interventions 52:510¿517, one patient developed atrial flutter during coil embolization requiring cardioversion without recurrence during the procedure. A 0.014¿ wizdom coronary guidewire was utilized in the procedure. No other information was reported. The device was not returned for analysis. Product history review could not be performed due to the device lot number being unknown. The event reported as ¿atrial flutter¿ could not be confirmed due to the nature of the event and the relationship to this device. The device was not returned for analysis and procedural films were not provided. The exact cause could not be determined. Atrial flutter is "a" characterized as a sudden-onset abnormal heart rhythm on an electrocardiogram (ECG) in which the heart rate is fast. Symptoms may include a feeling of the heart beating too fast, too hard, or skipping beats, chest discomfort, difficulty breathing, light-headedness, or loss of consciousness. Although this abnormal heart rhythm typically occurs in individuals with cardiovascular disease (e.g. High blood pressure, coronary artery disease, and cardiomyopathy) and diabetes mellitus, it may occur spontaneously in people with otherwise normal hearts. Atrial flutter leads to poor contraction of the atrial chambers of the heart. This leads to pooling of the blood in the heart and can lead to the formation of blood clots in the heart which pose a significant risk of breaking off and traveling through the bloodstream resulting in strokes. If the affected person is having chest pain, has lost consciousness, or has low blood pressure (unstable atrial flutter), then an urgent cardioversion is necessary. Per the instructions for use, which is not intended as a mitigation ¿procedures requiring percutaneous guidewire introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ the device was not returned for analysis. Without product analysis and a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As noted in the publication by okubo et al., (2001), outcomes of transcatheter embolization in the treatment of coronary artery fistulas. Catheterization and cardiovascular interventions 52:510¿517, report one patient developed atrial flutter during coil embolization requiring cardioversion without recurrence during the procedure. A 0.014¿ wizdom coronary guidewire was utilized in the procedure.